Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the cios alpha system. During an interventional procedure, the user reported that x-ray aborted and no image would display. The user attempted a system restart, however, the restart did not resolve the error. The patient was safely removed from the system and transferred to another hospital where an alternate system was used to complete the procedure. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a defective monoblock. Log file analysis showed the default organ program (ogp) setting was changed to maximum performance on site. According to the logbook, the detector dose was set to 400ngy, which is normally used for extremities, but not for body examinations. If the system is continuously used in this way, the lifetime of the x-ray tube is reduced and early wear is to be expected. The affected monoblock has been exchanged and the error did not recur. The manufacturer is not considering further actions based on this nonsystematic event.